Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the alarm was triggered when the maximum pressure was exceeded and pressing the button on the balloon control unit neither stopped the alarm nor deflated the balloon. The issue occurred during an unspecified procedure, and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields: d8, d9, e1, h3, h4, and h6. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.